Manufacturer narrative:
Zimmer biomet (B)(4). Additional 510(k) numbers are k113753 and k112160. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #3 lost integration 11 months after placement due to periimplantitis. The implant became loose in the patients mouth and was removed by hand. Symptoms as a result of the event: abscess and inflammation. Site was grafted with allograft prior to original placement. Tooth site # 3 (universal.)